Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the delivery catheter (dc) shaft bend. The reported difficulty positioning the device was due to procedural conditions and a secondary effect of the dc shaft bend. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report difficult positioning of the device. It was reported that this was a mitraclip procedure to treat degenerative regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced through the steerable guide catheter without resistance. While steering the cds to the mitral valve with the p-knob, there was a set (bend) in the shaft creating difficulty positioning the device. The device was removed and was replaced with a new cds. One clip was implanted reducing the mr to 1. A second clip was advanced to the treat the tricuspid valve without issue after the mitral valve procedure. The patient is stable. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.